Event description:
Patient here for c1d1 gemzar/carboplatin. Gemzar started, and I noticed the primary saline chamber was dripping as well as the secondary (gemzar). I tried to adjust the equashield and pump height. Both continued to drip simultaneously. Primary saline line was tapped to clamp it, in order to stop the drip.